Manufacturer narrative:
Evaluation results: one capnography monitor capnocheck plus (9004) was returned or investigation in a damaged state. All the cases were cracked and the monitor failed to turn on. The battery was replaced and calibration was performed on the monitor. The following parts were also replaced due to customer damage: top case, bottom case, front bezel, keypads, barrel, as well as all the labels. A hi/lo calibration was also performed. The device passed all functional tests after these changes were made.

Event description:
It was reported that the capnography monitor capnocheck plus (9004) exhibited physical damage and required calibration. No patient death or serious injury was reported in relation to this event.